Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. It was noted that both leads had vegetation and were explanted. The patient's implantable cardioverter defibrillator (ICD) detected atrial fibrillation (af) with rapid ventricular response and provided inappropriate therapy. The device was explanted as well. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.